Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four device. A bent needle was found in the jaws of instrument one. A broken needle was found in the jaws of instrument four. Under microscopic inspection, the broken needle was broken at the loading slot. Both needles were observed to have no witness marks on the swage. No witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection for all instruments. Sheering was observed on the toggle switches of instrument three. The broken needle and bent needle was removed from the instrument. The four instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the device failed after thirteen uses and randomly dropped the needle. The needle fell into the patient cavity and was retrieved with graspers.